Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received. Patient stated the device takes longer to charge in general and has been like that since implant because patient runs the device at full capacity all the time. Stimulation is working fine and relief is great.

Event description:
The consumer reported that the implantable neurostimulator (ins) was taking too long to charge than the old one. It was reported that the ins was been charge too often. It was reported that the patient has pain when laying on side and this started prior to implant. It was stated that this is the position the patient lays in to charge and has to split up charge time over two days due the laying condition. The patient indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.